Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low reading issue was reported with the adc device. A caller reported that a low sensor scan of 55 mg/dl was received and based on the scan, the customer was treated with sugar. A follow-up sensor scan of 51 mg/dl was obtained 15 minutes later and additional treatment of ¿yogurt bottle, oasis, and lollipop¿ was provided and then the ambulance was called. Upon arriving, a sensor scan of ¿lo¿ (readings less than 40 mg/dl) error message was received as compared to a capillary result of 380 mg/dl from a healthcare device. It is unknown if the readings were obtained within 10 minutes apart. The customer was administered 16u of novorapid injection for treatment and no further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low reading issue was reported with the adc device. A caller reported that a low sensor scan of 55 mg/dl was received and based on the scan, the customer was treated with sugar. A follow-up sensor scan of 51 mg/dl was obtained 15 minutes later and additional treatment of ¿yogurt bottle, oasis, and lollipop¿ was provided and then the ambulance was called. Upon arriving, a sensor scan of ¿lo¿ (readings less than 40 mg/dl) error message was received as compared to a capillary result of 380 mg/dl from a healthcare device. It is unknown if the readings were obtained within 10 minutes apart. The customer was administered 16u of novorapid injection for treatment and no further information was provided. There was no report of death or permanent injury associated with this event.